Manufacturer narrative:
Title: randomized trial comparing the fork-tip and the side-fenestrated needles for eus guided fine-needle biopsy of solid pancreatic lesions source ymge 12196, gastrointestinal endoscopy 2020 (1-30) date of acceptance: 3 may 2020. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, two patients who experienced post procedure bleeding were sampled with an unknown gauge number of needles. One patient presented with melena (blood in the stool) 2 days after the endoscopic ultrasound fine-needle biopsy (eus-fnb) procedure. One patient was found to have a drop of hemoglobin >2g/dl compared with pre-procedural laboratory tests.